Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an intraocular lens that got stuck in the cartridge and was cut in half to be removed. There was no patient contact. Additional information was requested.

Manufacturer narrative:
Evaluation summary: additional information was provided by quality assurance that the serial number reported by the site for this complaint is incorrect. The serial number is associated with an iol that has never been used and was returned by the site unopened as an overstock. It is in distribution. An iol from a different manufacturer was received by quality assurance from the site for this complaint. Additional information has been requested from the site. The manufacturer internal reference number is: (B)(4)